Event description:
Healthcare professional reported ""feeling a sharp, sharp chest and extremely limp" and " replacement with new prosthesis due to sever stretching".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on unspecified side against an unknown mammary breast implant device. The device has been explanted.